Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5096490. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a hypoglycemic event occurred. Date of issue is an approximation. The patient stated he had been experiencing a signal loss on a regular basis. His main concern is that when his blood glucose level drops, he does not feel any symptoms, so he absolutely relies on the device. He stated the only time he experienced a symptom was in his sleep at around 8:30 am. His wife woke him up when he broke out in cold sweat to the point his bed has gotten wet. He said when he measured his blood glucose it was 42 mg/dl. It was not confirmed what device failure or error occurred at the time of the reported hypoglycemic event. This is being reported due to the patient being hypo-unaware and experienced diaphoresis and a low bg while sleeping which could lead to a serious or life-threatening injury. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.